Event description:
It was reported that the patient underwent surgical intervention to explant the tactra penile prosthesis due to it being too large for the patient and the penis leaning to the left. A new tactra was implanted. There were no patient complications reported.